Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. The returned products were transferred to applied research for visual examination, cmm, and redlux. The lab report, parts, and x-rays were transferred to bioengineering for review. A report was received (B)(4) stating: the image quality (of the x-rays) is too poor to getan accurate datum for measurement. No clinical data other than an image of removed tissue and a poor quality x-ray were received. It is not possible to determine the root cause from the information provided. Based on the information received and the investigation performed; the root cause of the need for revision was undetermined. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pseudotumor derived from mom was found through CT. During surgery, corrosion was noted around the neck of the stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.